Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H10: two actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing of samples was performed, and leaks were identified from the spike port bonding area of both devices. The reported condition was verified. The cause of the reported condition could not be determined; however, the probable cause was likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.